Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose reading had huge difference. Sensor glucose was 110 mg/dl and blood glucose was 50 mg/dl. Customer calibrates 2-3 times per day. Customer's blood glucose was 148 mg/dl. No further information provided.